Event description:
Received report of two syringe sets leaking at the pressure sensing disk. Further information from customer, she says she is not positive that the leak is coming that area on both of the sets, as there is some indication at least one of the sets is leaking from a different area. This report is for the second set. There is no indication of pt harm and medical intervention was not returned. The customer stated that no further pt/event information is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.